Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending artery with mild tortuosity and moderate calcification. After pre-dilating the lesion using a 1.5x10 mm mini trek balloon and a 2x12 mm mini trek balloon, a 3x28 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated up to 10 atmospheres and the stent was implanted. While removing the system an angiogram revealed a distal edge dissection. A 2.75x23 mm xience pro stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.